Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The remote service engineer (rse) provided the customer with remote service. The rse informed the customer to check the ribbon cable between the data acquisition (da) printed circuit board assembly (pcba) and the motor controller (mc) pcba after the customer had informed the rse that the da pcba, air flow sensor, and o2 flow sensor were all reading "y's" in the ventilator information screen. It was then confirmed that the reported issue was resolved after the customer had reseated the ribbon cable from the da pcba to the mc pcba. The customer reseated the ribbon cable from the da pcba to the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction, as the device did not meet all required specifications. The reported issue of a pressure sensor autozero failure was confirmed via information on the ventilator screen presenting "y's". The cause of the malfunction was due to the ribbon cable between the da pcba to the mc pcba not being seated correctly.